Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were replaced due to a puncture. New 16cm x 9.5mm cylinders were implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the cause of the puncture was not found. The device was not inflating properly so the perforation was suspected. The patient stated the inflation problems began at the end of november.

Manufacturer narrative:
Device evaluation provided in: device evaluated by MFR, evaluation codes, additional narrative. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of cylinder malfunction was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. Additional information provided in: describe event or problem, device available for evaluation, date returned to manufacturer, device codes, evaluation method codes.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were replaced due to a puncture. New 16cm x 9.5mm cylinders were implanted. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Additional information provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders were replaced due to a puncture. New 16cm x 9.5mm cylinders were implanted. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the cause of the puncture was not found. The device was not inflating properly so the perforation was suspected. The patient stated the inflation problems began at the end of november.